Event description:
A report was received that the patient had a painful pocket site. The patient underwent a revision procedure wherein the battery was moved to a better site. The patient was doing well postoperatively.